Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a 20039e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20116175. The customer provided a photograph of the affected sample; analysis of the photograph did not identify any product defects or manufacturing issues which could have contributed to the customer's experience (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116175 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months."

Event description:
It was reported that 2 smallbore 6 inch ext vlv had flow issues during use. The following was reported by the initial reporter: "can't priming".